Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted in a ssl vault suspension with anterior and posterior repair. Weeks post-operation, the patient experienced a lack of sensation in her bladder and at one point went to the ER where 600 cc of urine was drained. The patient is currently self-catheterizing 3 times per day. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.